Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent, fever and abdominal pain. On an unknown date while hospitalized, the patient was treated with vancomycin intravenous (IV), dose and frequency not reported. The patient was discharged one day after admission. The first, fifth, tenth and fifteenth day after discharge the patient was treated with vancomycin, intraperitoneal (ip), dose not reported. The cause of the peritonitis was a breach in aseptic technique. At the time of this report the patient was recovered from the peritonitis event. On an unreported date, the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error - breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.